Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the device broke at the tip while in use during a surgical procedure. Integra has requested additional clinical info from the reporter.